Event description:
One touch ultra meter was reading inaccurately high. Medical affairs specialist called and spoke with the patient's family member, who provided additional information. The day prior to the initial call, the patient was feeling weak and was "slumping down". Their family member tested them on the subject meter around 9 pm and received a result of 97 mg/dl. The last time they had tested on their meter prior to this test was in the afternoon and it was a "normal" reading (exact result not provided). Their diabetes medication regimen consists of a set amount of 70/30 insulin--20 units in the morning and 20 units in the evening. They had taken 20 units that morning and the evening dose was taken around 8 pm (1 hour prior to the 97 mg/dl result). About 45 minutes after testing with the 97 mg/dl result, the patient still was not feeling well. They were driven to the emergency room, where the ER meter result was 29 mg/dl. They were given a "sugar shot" and kept there till 3:30 am the next morning. When inquired, the reporter stated that if the meter result at 9 pm was lower, she would have definitely given them some food or sugar drink to bring their sugar up. During troubleshooting, it was verified that the meter was set in the correct unit of measurement and that it was coded correctly. Their test strips were in good condition and within the expiration date. The reporter was walked through a control solution test, which passed within range. However, it was discovered that the patient was not cleaning the puncture area correctly. Therefore, use error is involved. Based on the information provided, there is no indication that the product has malfunctioned. However, use error was involved (puncture area not cleaned correctly), which may have contributed to the serious injury experienced by the patient. The patient's symptoms at the time of testing did not match the meter result. They did match the emergency room meter and the treatment given. Therefore, this case is reported as an adverse event. Control solution and test strips were sent to the patient.